Manufacturer narrative:
The reported events of no magnet response and inappropriate output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal voltage level. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was also noted that patient experienced discomfort, possibly caused by device inappropriately pacing.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up. During examination of pacemaker, it was noted that the pacemaker could not be interrogated with programmers, magnets and radio frequency tactics. It was also noted that the pacemaker was not functioning appropriately. The device was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.